Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force. Highly probably the implant broke already during the implantation 14 years ago. This incident appears to be related to insufficient pre-drilling. It seems there is an underlying handling error. 3m discontinued the sale of mdi implants in september 2016.

Event description:
On (B)(6) 2018, a dentist from (B)(6) reported that an (B)(6) male patient had a 3m¿ espe¿ 2.9x10mm mdi o-ball prosthetic head - collared (mii-ob10) implant fracture mii-ob10 implant removed after it was found broken on the tip 14 years after implantation in position 24. The fragment was removed via osteotomy without complication.